Event description:
It was reported that during preparation for a pci procedure, the stent dislodged from the liberte' monorail stent delivery system. The event occurred outside of the patient and the device was not used. The procedure was successfully completed with a different device. No patient injuries or complications were reported. Patient status is reported as "safe".